Event description:
It was reported that balloon rupture and removal difficulties occurred. The 89% stenosed target lesion was located in the non-tortuous and non-calcified right common iliac vein. Following deployment of a wallstent, a 16-4/5.8/75 xxl esophageal balloon catheter was advanced for post-dilation. However, during second inflation at 3 atmospheres for 2 minutes, the balloon ruptured. The doctor tried to removed the balloon but the balloon got stuck at the tip of the 10f sheath. The physician removed the balloon using a snare. Intravascular ultrasound (ivus) was performed and everything looked normal. The procedure was completed with another of same device. No patient complications were reported and the patient was stable and safe.

Event description:
It was reported that balloon rupture and removal difficulties occurred. The 89% stenosed target lesion was located in the non-tortuous and non-calcified right common iliac vein. Following deployment of a wallstent, a 16-4/5.8/75 xxl esophageal balloon catheter was advanced for post-dilation. However, during second inflation at 3 atmospheres for 2 minutes, the balloon ruptured. The doctor tried to removed the balloon but the balloon got stuck at the tip of the 10f sheath. The physician removed the balloon using a snare. Intravascular ultrasound (ivus) was performed and everything looked normal. The procedure was completed with another of same device. No patient complications were reported and the patient was stable and safe.

Manufacturer narrative:
Device evaluated by MFR.: a xxl device was returned for analysis. Part of the device was received detached with part of the balloon and shaft and tip on one section. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete circumferential tear was identified on the balloon. The balloon was attached to a part of the shaft that was detached from the device. A visual and tactile examination identified a shaft break 675mm from the distal end of hub. The shaft was also noted to be stretched. The proximal markerband was detached and was not returned with the device. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident.